Manufacturer narrative:
Physio-control advised the customer that their device was no longer under warranty and not field serviceable. Physio recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.